Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). H10:this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00382. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a "check vent: proximal pressure sensor auto-zero failed" error code in the event log. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the v60 ventilator had a "check vent: proximal pressure sensor auto-zero failed" error code in the event log. The se replaced the data acquisition (da) board to resolve the issue.

Manufacturer narrative:
The suspected data acquisition (da) board was returned for evaluation. The technician documented the following conclusion, "functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate proximal pressure failure from the service. The suspect da printed circuit board assembly (pcba) operates on the standard test bed (stb) without issue or diagnostic code 110a. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. Product investigation lab (pil) could conclude that no fault found with suspect da pcba."